Event description:
My daughter uses the same prescription contact lens for both eyes. Two weeks ago, she opened a new box and used one on her left and one on her right eye from the same box. A few days later, while putting her lenses in, her right eye started hurting. When she removed the contact, she discovered it had broken. She did get the 2 pieces out and threw them away. Today the same thing happened with the ¿newer¿ lens used on her right eye again. Once again she put them in (no problem with the left one still) pain in the right eye causing her to squint, and upon removal only a portion came out from the right lens. Ten min. Later she was able to get the other piece out. I contacted cooper vision and asked if there was a recall or bad batch and they replied there wasn't. I am hesitant to have her continue using this batch of which we have purchased 5 boxes of. I¿m not sure if there was only one good lens in the box/batch, or two (or more) bad ones.